Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No additional patient information was obtained from the customer.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: (B)(6) on (B)(6) 2018 at 15:45 = 0.69ng/ml / repeated per lab protocol after 2 hours = <0.1ng/ml / on a different analyzer = <0.1ng/ml (normal range = 0.00 to 0.5ng/ml). There was no reported impact to patient management.

Manufacturer narrative:
A review of ticket data for the architect stat troponin-I (ln 2k41) assay was performed. The review did not identify any trends that indicate a product issue related to patient results. Return testing was not completed as returns were not available. Use error may have contributed to the customer's falsely elevated result since multiple retests of the same sample gave the expected negative result, indicating a possible sample integrity/handling issue. A ticket review was completed for the architect stat troponin-I (ln 2k41), lot number 28393un17 which concluded normal complaint activity and no trends for the product issue related to patient results. Historical performance of architect troponin lot 28393un17 was evaluated using world wide data from abbott link. The patient medians were analyzed and found no significant difference in performance compared to historical performance for the lot. Manufacturing documentation for lot 28393un17 was reviewed and no contributing factors to the complaint could be identified. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for architect stat troponin-I reagent, lot 28393un17.